Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, oddlusion test, prime test, excessive no delivery alarm test, self test, and reset error test. No bolus anomaly was noted. All operating currents were within specification. No off no power anomaly or low battery alert was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump battery was constantly dying and that the customer woke up with a high blood glucose 400 mg/dl. The customer was treated with a bolus. The battery was not previously used, the insulin pump had not been dropped, there were no unattended alarms, and the battery cap was not loose, damaged, or cracked. This was the second occurrence of off no power without a low battery warning. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.